Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event was a revision surgery due to dislocation that occured approximatively a month after the primary surgery. The primary surgery used the humelock reversed system. During the revision surgery, the surgeon explanted the ø36/+3 standard humeral cup and replaced it by a ø36/+6 standard humeral cup. Because of the patient pathological addiction to alcohol, the surgeon supposed the dislocation was due to a fall.